Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - nodule.

Event description:
Dexcom was made aware on 09/17/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On 09/15/2024, it was reported by web self-service that the patient experienced skin reaction 7 days after the sensor had been inserted in the arm. The patient experienced harmful skin reaction with potential infection described as redness, inflammation, and pimples underneath the sensor pod area only. The patient was given prescription oral medication after being evaluated for sensor goose-necking. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.